Manufacturer narrative:
Model number/catalog number: (B)(6), serial number: (B)(4), batch/lot number: 17139411, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively.